Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 150mg/dl at the time of incident. Customer stated that it has crack on the lip ring of the reservoir compartment. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.